Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
It was reported that the unit had a touchscreen failure, which prevented the user from selecting settings or making adjustments. The device was in use at the time of the event; however, there was no patient harm. The patient was placed on another ventilator. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.